Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a force sensor bridge test issue during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal removed/broken: plunger seal broken, bottom seal in tact. Physical condition: cracked battery door, right plunger case and ac cord clamp. The reported issue was not duplicated, cannot duplicate any force sensor error. The force sensor was within spec. The cause of the reported issue is unable to determine, found no damage to force sensor or plunger cable. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.